Manufacturer narrative:
No medical records have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation; however, images are available. Images have been received and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the length of the vascular stent graft deployed was allegedly 90 mm instead of 170 mm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed. The lot number was not reported. A review of the relevant lot records could not be performed. It was therefore not known whether a possible manufacturing related issue caused the reported stent foreshortening. Investigation summary: based on the images provided it was confirmed that the stent foreshortened during deployment and that additional stenting was necessary for lesion coverage. No indication was found for a process related issue. A definite root cause for the reported event could not be determined. The user was visited and correct stent placement was discussed. Labeling review: in reviewing the current labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'confirm that the introducer sheath is secure and will not move during deployment (...) Firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' The IFU further states: 'remove slack from the delivery system catheter held outside the patient (...) Any slack in the delivery system catheter (outside the patient) could result in deploying the stent beyond the target site.' In regards to pta the IFU states: 'predilation of the lesion should be performed using standard techniques'.

Event description:
It was reported that during stent placement the length of the vascular stent deployed foreshortened from 170mm to 90mm . There was no reported patient injury.